Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The maestro 4000 generator was selected for use during the procedure of atrioventricular node ablation. It was reported that when temperature control setting was selected the generator failed to deliver enough ablation power. The temperature spiked. The operator replaced the generator with a non-boston scientific device to complete the procedure. No patient complications occurred. The generator is expected to return. It was further reported that no error messages displayed.

Manufacturer narrative:
Device technical analysis: the allegation in this complaint has not been confirmed due to returned generator passing all functional tests with no abnormalities seen.

Event description:
The maestro 4000 generator was selected for use during the procedure of atrioventricular node ablation. It was reported that when temperature control setting was selected the generator failed to deliver enough ablation power. The temperature spiked. The operator replaced the generator with a non-boston scientific device to complete the procedure. No patient complications occurred. The generator is expected to return. It was further reported that "no error messages were displayed and the device was replaced with a refurbished model."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The maestro 4000 generator was selected for use during the procedure of atrioventricular node ablation. It was reported that when temperature control setting was selected the generator failed to deliver enough ablation power. The temperature spiked. The operator replaced the generator with a non-boston scientific device to complete the procedure. No patient complications occurred. The generator is expected to return.